Manufacturer narrative:
Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced respiratory failure related to debility/weakness which were conditions that existed secondary to multiple comorbidities prior to implant. The patient was re-intubated due to tachypnea and a weak cough after they had been extubated. The patient was re-intubated for airway protection due to a tenuous right ventricle. Labs were also drawn during this hospitalization. The vad remains in use.